Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The noise was reproducible with isometric test. No intervention was performed. There were no patient consequences reported. The patient would be further monitored.